Event description:
It was reported that the ventricular lead was capped due to non-capture, high irregular thresholds, and pectoral stimulation, at times. No patient complications have been reported as a result of this event.